Event description:
Ventilator found to be malfunctioning; pt experienced abnormal abg's leading to severe respiratory alkalosis with noted arrhythmias. Equipment was changed with noted improvement in pt status. Pt is stable & was extubated the following day. Repair was performed by biomedical personnel. Recalibration of peep performed, expiration pin also found to be sticking.